Manufacturer narrative:
The customer did not return product sample for evaluation. Therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to manufacture acceptance criteria. The root cause for the blunt knife experienced by the customer cannot be determined. (B)(4).

Event description:
A customer reported during a procedure, the knife was observed blunt. There was no harm or injury to the patient. Additional information has been requested.